Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of intraocular pressure (iop) peak 15 days post-op and stent displaced; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photos 1 and 3 show a stent in the eye. Photo 2 shows one end of the stent exposed and pointing towards the iris. The reported issue is confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instructions for use (IFU) could potentially contribute to an outcome similar to the reported event. Iop spike (10mmhg higher than highest pre-operative iop measurement). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an stent implantation process, patient experienced peak in eye pressure after 15 and the stent has been displaced from its implanted location. Additional information was received and stated implant in correct position with synechiae in the transition zone.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).